Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications for use. It was reported that the patient noted they have a "dead" controller for it would not turn on. In the past few weeks the patient's equipment had been erotic for the ins had been turning itself off by itself; the patient will turn the ins on but then it would turn off and now the controller was "dead." The patient noticed the issues had been getting worse in the past couple weeks. Yesterday the patient was attempting to charge their ins and the controller "died" even though it was fully charged. During call the patient verified there was no damage to the controller battery compartment and no damage to the controller battery. During call the patient removed the controller battery and plugged the controller into the ac power supply, and the patient verified the controller turned on. The patient then put the battery back into the controller and verified the controller was not charging. The issue was not resolved. An email was sent to the repair department to replace the controller. The patient noted the equipment had flaws.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type programmer, patient h3. Analysis was performed on [serial/lot #: (B)(6) analysis found that the connector support was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.